Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets located in row d and e of drawer 4 on the main were not detected on the bus. A field service engineer shut down the unit, accessed the rear of drawer 4, and reseated the cables to reestablish the bus connection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie 4 not detected on bus. The customer attempted to recover the cubie, but the issue persisted. The customer stated that this malfunction caused a delay due to user was unable to get medication to patients. There were no adverse events or injuries reported based on this event.